Manufacturer narrative:
H3: software logs are received, evaluation not yet finished. H3: a work order was completed and it was reported that the failure was that the system froze twice during the surgery. The issue was unable to be replicated. However, it was reported that the software failed tests, which is the issue that is reportable. The rest of the tests all passed. It was also found that the battery percent was at zero on the main cart. The uninterruptible power supply (ups) and the batteries were replaced for the charging issue and that resolved that issue. A follow-up email has been sent for clarification on if/how the software failed or not as the issue could not be replicated and a supplemental report will be submitted if any new information is given. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information was received and the system check out also had mechanical failures. Updated h6 to include previous codes for software failure and new codes for the mechanical failure. Codes 10, 104 and 4315 are applicable for the software failure. Codes 10, 180 and 4307 are applicable for the mechanical failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h3/h6: software analysis was completed. Logs were reviewed but provided insufficient information to determine root cause of the reported behavior. The logs indicated that the software version is actually 1.0.3-10.  The log collection was truncated.  That can indicate that there is not enough hard-drive space to fully generate the log file bundle.  The system logs were missing from the bundle which makes it harder to determine whether this is a general system error such as a nearly full hard-drive.  Finally, there were stealth application logs included in the bundle that go back to october 2017.  The entire set of logs included take 3.7gig on the hard-drive. Assuming that the error being reported was from (B)(6) 2019 as that is the latest data available.  There are four logs sets from that day.  The first two ran for only a few minutes and shutdown with noise in the files indicative of a system freeze that may not be due to the stealth application but something else.  Without system logs it is not possible to determine exactly what the cause is. Codes 4112, 3221 and 4315 are applicable. H2: software analysis determined that the correct version of the software is 1.0.3-10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation: logs received, evaluation not complete. Other relevant device(s) are: sw kit 9735740, stealth s8 spine. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the system froze twice during procedure. A hard restart was performed both times and the procedure was completed. There was a procedure delay of less than one hour and no impact to the patient at the time of the event.